Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient's pd catheter was removed. Treatment was reported as intravenous (IV) vancomycin (dose, frequency not reported). The cause of the peritonitis was the patient reused supplies (specific supplies that were reused was not reported). The patient was not retrained. After being hospitalized for four days, the patient was discharged from the hospital and was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a reuse of supplies. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.